Manufacturer narrative:
A cryoballoon was not used during this procedure. The device from the original procedure was not available, therefore, no device investigation was performed. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The physician reported that the stricture was procedure related. Stricture resolved after successful dilation with through the scope (tts) balloon.

Event description:
C2 therapeutics became aware of adverse event on 15 march 2018. Subject was initially treated with the cryoballoon system on (B)(6) 2017. No issues with the device were reported during this treatment. Subject reported mild dysphagia (i.e., food getting stuck unless thoroughly chewed) and reported difficulty transitioning from soft diet 4-6 weeks after initial procedure. Subject underwent esophagogastroduodenoscopy (egd) on (B)(6) 2018 where a stricture was observed at 39 cm. The stricture was not traversable. The stricture was successfully dilated from 8 mm to 15 mm with a tts-balloon dilator.